Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with the left ventricular assist device (lvad) on (B)(6) 2023. The lvad was initially turned on at 3000rpm. Weaning from cardiopulmonary bypass (cpb) was started and a needle was used to de air. Bleeding was noted around the apical cuff. The patient was placed back on cpb, the pump was removed, and the apical cuff was assessed for bleeding. A running suture was applied to the apical cuff. Apical holder was used to assess for further bleeding with the heart full. The pump was inserted again, and the patient was weaned off cpb. It was noted that the patient had ventricular tachycardia and internal defibrillation was required. Speed was slowly increased under transesophageal echocardiography (tee) guidance. The patient's chest was then closed.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer¿s investigation conclusion: the root cause of the reported blood leak could not be conclusively determined through this investigation. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Multiple attempts for additional information regarding the event were requested from the account; however, no further information was provided. The patient remains ongoing heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for mlp-040869 were reviewed, including the cuff lock installation and inspection, and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 lvas (left ventricular assist system) IFU (instructions for use) outlines potential adverse events, including cardiac arrhythmia and bleeding, that may be associated with the use of the heartmate 3 lvas. Cardiac arrhythmia is also listed as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This document provides instructions on surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad (left ventricular assist device). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Heartmate 3 mini apical cuff kit IFU, rev. E, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. No further information was provided. The manufacturer is closing the file on this event.